Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump boots to verify screen with vibratory and audible features. An ¿ezprime¿ sequence and 24hr duration test were successfully completed. The battery compartment is cracked at case seal. Returned battery cap was able to fully tighten to the pump and was used to complete all testing. The audio bolus button cover was observed to be torn. The audio bolus button is fully responsive to user presses. Patient negligence issue - pump subjected to conditions outside specifications. (B)(6).